Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unknown. The customer contact identified ten possible lot numbers (plots). The possible lot numbers are 060974w, 120494w, 130754w, 150834w, 240984w, 250984w, 251934w, 281004w, and 281014w. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The extension tubing set was connected to the needleless valve connector for an unspecified reason. After an unspecified length of time, the customer contact reported that while the nurse disconnected the option-lok male adapter from the needleless valve connector, the distal tip of the option-lok male adapter broke off into the needleless valve adapter. The extension tubing set and the needleless valve adapter were replaced. There were no reports of adverse patient effects and no reports of delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.